Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results, with two different aviva meters, within 10 minutes: 25.0 mmol/l (system 1) and 3.6 mmol/l (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
As the suspect device was not returned, no evaluation could be completed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation even though it was not reproduced during the investigation of the returned product. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.